Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave and oversensing of noise. No inappropriate shocks were delivered as a result. The primary sense vector was reprogrammed, and monitoring was continued. Additional information was received that this system exhibited ongoing t-wave oversensing and oversensing of noise, which, later resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken. The electrode and device were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave and oversensing of noise. No inappropriate shocks were delivered as a result. The primary sense vector was reprogrammed, and monitoring was continued. Additional information was received that this system exhibited ongoing t-wave oversensing and oversensing of noise, which, later resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken. The electrode and device were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured 26 millimeters (mm) from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.